Event description:
During scheduled generator replacement surgery due to end of service, high lead impedance was detected after the replacement generator was connected to the existing lead. The surgeon discovered a break in the lead wire in the generator pocket. The cause is undetermined but it appears that the lead break was present prior to generator replacement. The lead was then replaced, and the high impedance resolved. The explant hospital does not return explanted products per hospital policy. As a result, analysis is unable to be performed.